Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a broken tamper seal, damaged rear housing and a worn downstream sensor nub. A review of the event history log found no disposable messages. During the functional testing, the customer reported problem was duplicated. The cause was found to be that the downstream sensor nub was worn and caused the alarm to be inoperable. The downstream sensor was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-01333 was inadvertently assessed as reportable. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This complaint file is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump would not alarm high pressure when tubing is clamped. No patient injury reported.

Manufacturer narrative:
Other, other text: event occurred during testing.